Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures that could have caused or contributed to the reported difficulty. However one instance of increased intraperitoneal volume (iipv) was recorded in the device logs (reference (B)(4)). The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died due to cardiac arrest, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized prior to the death for an unrelated issue. On the day of death, the patient was getting up to use their bedside commode, when they collapsed, went into cardiac arrest and died. It was not reported if an autopsy was performed. The pd therapy was ongoing at the time the patient expired. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation but has not yet been received. Should the device be returned or additional relevant information become available, a follow up medwatch will be submitted.